Event description:
It was reported that the plaintiff was implanted with an apogee graft with intepro lite on or about (B)(6) 2009 to treat a rectocele. It was alleged by the attorney for the plaintiff that after the implant, the plaintiff suffered multiple complaints sometime after the mesh was implanted, including pelvic and abdominal pain, recurrent urinary tract infections, groin fungus, foul smelling urine, urinary frequency, and urgency. In (B)(6) 2009, some mesh erosion was noted. On or about (B)(6) 2010, plaintiff sought medical care and noted infection and pain. The healthcare provider (hcp) continued to treat plaintiff¿s worsening symptoms and, on or about (B)(6) 2011, the hcp advised plaintiff ¿that her injuries were caused by the defective mesh.¿ in (B)(6) 2011 and (B)(6) 2012, the plaintiff was diagnosed with small bowel obstruction and multiple surgical clips were found in her pelvis. The plaintiff has suffered, and will continue to suffer, pain, disability, and impairment.

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.